Event description:
It was reported that a pt was in surgery for a craniotomy. A ventricular drain was placed and upon the arrival of the pt in ICU it was found that the bottom of the burette chamber of the drainage system had broken off. The contents of which contained blood, had spilled. There was no pt injury involved, however, the nurse reported that there was a potential for contamination.

Manufacturer narrative:
The devices that wee evaluated were from the hospital inventory. The manufacturing dates are associated with the device inventory that was evaluated. There wee 11 devices evaluated of lot number 1972967, manufactured 12/11/97. There were 3 ddevices evaluated oflot number 1972747, manufactured 11/17/97. The devices wee functionally tested prior to the torque test. All products were found to function per specification. A torque test was performed on all devices to test the strength of the molded port. The torque test revealed that the burette chamber port would allow for the 5 lb. Design specification. Wall thickness was analized by measurement of 3 points of the burette port. Dimensions were within specification at the time of manufacture. Customer claims: failure investigation has been requested of co engineering. Response: visual showed 14 units were received in their original packages completely sealed. Units were opened and inspected under microscope and did not reveal any crazing or molding bubbles. As to the torque test and comparing to unbonded tips. The wall thickness is in process as soon as the results are done, they will be informed.